Event description:
The customer alleged that the system was leaking cidex opa from the right hand side underneath the unit. It was also reported that the hinge was broken. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse found the unit in use. The fse observed that the v3 skinner valve was not closing completely, replaced the valve and replaced the lid hinges. The fse verified the unit with a cycle.